Manufacturer narrative:
Final analysis found the pulse generator to be in back up vvi operation due to an integrated circuit anomaly. After downloading the product code, normal function ensued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi when interrogated in its sterile packaging. The device was not implanted.